Event description:
The customer reported that the system had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced and the camera was adjusted during the service call. The system was tested and found to be working as intended and put back into service.